Event description:
It was reported that a patient observed missing glucose values on the ilet while seated at home, after which glucose readings resumed during a call with support; the agent provided education on maintaining proximity for continued pairing between the ilet and a dexcom g7. Symptoms included no acute clinical effects, with the patient feeling well. Outcomes included transient hyperglycemia, with a reported peak of 277 mg/dl and approximately four hours above range, attributed by the patient to recent soda intake, without use of backup therapy, ketone testing, or medical intervention. Investigation included troubleshooting and user education focused on bluetooth connection and device-to-sensor communication. Investigation of this case revealed a transient signal loss between the ilet and the dexcom g7 with resolution upon reestablishment of connectivity, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device separation leading to intermittent communication loss.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.